Manufacturer narrative:
Examination of the sample found that there was a leak in the balloon. Balloon ruptures generally occur due to the presence of atherosclerotic plaques which damage the balloon membrane.

Event description:
The balloon ruptured after a few minutes of use. This happened twice. There were no pt complications.